Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow up. The right atrial lead exhibited noise. The noise was reproducible with isometrics and pocket manipulation, all real time measurements were stable and in-range. Noise reversion mode was programmed to do. The lead remained implanted. No additional information was available.